Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned positioned incorrectly in the iol case. Solution is dried on the iol. Both haptics are scratched/marked-rejectable. The optic is scratched/marked-rejectable. Photo review: provided photo shows an iol in a lens case base. The iol is not sitting correctly in the lens case base well. One haptic appears to be twisted/bent. The optic appears to be pressed down on one lens case pin and deformed. We are unable to determine the root cause for the reported complaint "before surgery, damaged haptic not used". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of before surgery, damaged haptic not used. No further information expected as reporter unwilling to provide additional information.